Event description:
It was reported the lead was removed and replaced due to a suspected fracture. No patient complications were reported as a result of this event. The lead was returned to the manufacturer, analyzed, and tested out of specification.

Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the proximal segment of the lead was returned, analyzed and there was a connection intermittency. There was intermittency between the pin and cap on the is-1 connector. In addition, the distal conductor was distorted, there was blood/body fluid on the outer tubing overlay, the inner insulation was kinked/buckled, the outer tubing was kinked/buckled, the outer tubing overlay melted and the outer insulation had a cosmetic depression.